Event description:
It was reported that a few weeks after implant, the patient complained about shocks and an audible alert also sounded. An interrogation noted reduction in the sensed r-wave and unacceptably high pacing thresholds. The physician was concerned that the lead was probably stimulating the diaphragm causing what the patient called "shocks." A second operation was performed that found an insulation break and altered blood was seen in the lead body. The lead was extracted and about two weeks later was replaced. The next day, a small pericardial effusion was noted suggesting that the extracted lead must have perforated the right ventricular apex, since an echo and chest x-ray done prior to the extraction showed no effusion was present. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The cut in the outer tubing allowed for the reported blood to enter under the outer tubing. It did not affect the performance of the lead. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.